Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously low thyroid-stimulating hormone (tsh) result that was generated by the unicel dxc 600i synchron access clinical system for one patient. The result was reported out of the lab and was questioned by the physician. Upon repeat the tsh result was above the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample is lithium heparin with a gel barrier that was centrifuged at 5,200 rpm for 3 minutes. Qc had been recovering within the customer's established ranges. A system check performed on (B)(4) 2010 met specifications. A field service engineer (fse) was dispatched: the fse had the customer perform a diagnostic system check prior to his arrival on site; the system check failed. The customer installed a new set of aspirate probes and peri-pump tubing. The system check was repeated and met specifications. The fse performed a diagnostic test which met specifications. No definitive root cause could be determined for this event.